Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed due to component. Field service engineer cleaned and greased all contacts on tower latches to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 3 pocket 5 keeps failing, resulting in delays in medication dispensing. There were no adverse events or injuries reported based on this event.